Event description:
I had mentor memorygel smooth around high profile style 4000 breast implants placed in 2015 and continuously have been getting sicker every day since. I currently am under the care of a rheumatologist after seeing my gp for years trying to diagnose my facial rashes, joint paint, aggressive arthritis and spine pain and hip pain. I have incurred dried mucous membranes which have now permanently damaged my once perfect flawless teeth. No cavities ever to now having multiple teeth pulled a bridge put in and cracking of my back teeth. I have to have a plug put in my eyes to keep whatever moisture they make in my eye. I am on adderall for adhd and even on that I cannot stay awake. I have seen chiropractors and massage therapists and physical therapists to try to treat my chronic pain. After years of no answers, I was diagnosed with fibromyalgia in (B)(6) 2020 and put on a regime of cymbalta for pain and have had no relief. I was prescribed that after my gp had already tried gabapentin and lyrica with no avail. I continue to suffer daily and my right implant has bothered me for years and the one side has always felt peculiar. I am so tired of being poked and prodded and exposed to radiation from x-rays and CT tests trying to find the problem. I still have no answers and I see my rheumatologist tomorrow and am going to address my implants. I'm 100% positive they are the cause of my symptoms and debilitating lifestyle. I was never followed up for the post-op survey that the FDA sent the letter out to mentor about after my implants. The only follow up I had was one I scheduled because of the pain in the breast, and was told it was starting to encapsulate so was then prescribed muscle relaxers to try to remedy the problem. At this point if these implants don't kill me and my mental health, all the prescriptions I have had to try and take will. There has also been blood in my urine since I've had these in over 80% of urine tests I've had. I have so many more tests leading up to today that I can provide as well. That was only a small handful of them. They go on and on and on. FDA safety report ID# (B)(4).